Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67x79mm diameter abdominal aortic aneurysm. It was reported that the 3-year follow up CT scans post endovascular aneurysm repair identified that the aneurysm diameter was enlarged with an unknown cause. CT scans showed that the aneurysm diameter had enlarged to 68x84mm. The decision was made to perform intervention. When the abdomen was opened, it was noticed that there was a hole in the main body stent graft. The decision was made to partially explant the main body in which another manufacturer¿s stent had been previously implanted for an unknown reason. The remainder of the stent graft remains in the patient and a y shaped graft were sewn on to it to replace the endurant bifurcate. It was also reported that the stent on the left side of the stent graft separated from the other stents. Per the physician it is possible that the cause of the event is that the distal part of the other manufacturer¿s stent that was implanted inside the main body touched the graft, or that the graft itself deteriorated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.